Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and instructed to contact technical support if the issue arises again.